Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it did not note the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Evaluation reproduced the reported symptom by finding the device unable to recognize an open door. The device was determined to not meet all product specifications related to the reported event. The unable to recognize an open door was verified. The cause was determined to be the upper latch switch was determined to be the failing component. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize set. There was no patient involvement associated with this event. No additional information is available.